Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4); investigation is ongoing.

Event description:
Hamilton medical ag received the following event description: it was reported that (quotation): "complains that it was in patient bipap mode, vent wouldn't turn on to dispense air. Didn't provide therapy and then wouldn't turn off." No patient, user or third party harm nor a medical intervention, was reported. The investigation to verify the allegation is still in progress.